Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.

Event description:
The customer reported that they have an acuity central monitoring system that did not alarm when a pt was in bradycardia/asystole. However, bedside monitoring was not affected. The customer did not provide any pt info.